Event description:
It was reported that this patient experienced syncope. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p) it was found to be operating in safety mode. The change to unipolar sensing configuration resulted in oversensing. It was noted that this patient has third degree heart block. This crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
This product been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this patient experienced syncope. Upon interrogation of this cardiac resynchronization therapy pacemaker (crt-p) it was found to be operating in safety mode. The change to unipolar sensing configuration resulted in oversensing. It was noted that this patient has third degree heart block. This crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.